Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high out of range pace impedance measurements greater than 2000 ohms. The rv lead is not a boston scientific product. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).